Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cemented stemmed tibial component catalog #: 42532007502 lot #: 66974701, persona cruciate retaining standard porous femoral component catalog #: 42502806802 lot #: 66741735, persona cemented all-poly patella 35mm catalog #: 42540200035 lot #: 66792617. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision of the articular surface with debridement to address pain approximately nine (9) months post-operatively.attempts have been made, however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. The product was evaluated through manufacturing review; however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.